Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that the flow sensor, canister seal, battery, power cable and o rings are damaged. There was no reported patient involvement.

Manufacturer narrative:
Additional information was received that there was no loss of mechanical ventilation or excessive over delivery of tidal volume. Flow sensors are a customer replaceable item. Unit continues to ventilate and alarms remain functional. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. The reported event was not reportable based on the additional information. Additional information was received that there was no loss of mechanical ventilation or excessive over delivery of tidal volume. Flow sensors are a customer replaceable item. Unit continues to ventilate and alarms remain functional. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. The reported event was not reportable based on the additional information.